Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Biomed reported that prevue + ultrasound system is intermittently freezing during use. Users have to reboot system when freezing occurs causing a prolongation of the procedure.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of prevue + ultrasound system is freeze intermittently freezing during use was unconfirmed. An evaluation of the prevue found working correctly. The unit was left on for 48hrs without any failures, the touch screen worked correctly. The touch screen was calibrated. The device was serviced, tested and returned to customer. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Biomed reported that prevue + ultrasound system is intermittently freezing during use. Users have to reboot system when freezing occurs causing a prolongation of the procedure.